Event description:
It was reported that a broken bur was in the motor. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that a broken bur was in the motor. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.